Event description:
Reflective sterile spheres failed to track during a procedure. This issue was communicated by medtronic navigation. Spheres were not returned as the device was used in a procedure and considered a biohazard. Decontamination of sphere would render investigation impossible. Site/user did not take pictures of sphere. Therefore, no investigation or analysis could be performed. Site/user did not retain lot number information. No serious implications to this issue were mentioned by the complainant. No pt was harmed and no serious injury occurred.